Event description:
Laparoscopic cholecystectomy - "surgeon complained about clips crossing legs and scissoring tissue being clipped." Patient status - "satisfactory." Type of intervention (if required) - "procedure progressed to open cholecystectomy (not a result of crossed clips.) Therefore final outcome not dependent of clips applied, thankfully."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.